Event description:
During use on vein harvest on patient's leg, the coagulating shears has an inner insert which partially came off, rendering it unusable for the case. The insert is attached to the shears and no piece actually came off in the patient's leg. There was no harm to the patient. A secondary coagulating shears needed to be opened to complete the vein harvest.